Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited small r-waves since implant. Additionally, the rv lead triggered an audible lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. T-wave oversensing (twos) and p-wave oversensing was also noted on the rv lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.